Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricle lead exhibited noise that was oversensed by the device and high capture threshold. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.